Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited scratch marks at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that @137,800 joules, 21 minutes, ¿the end of the fiber does not pivot and several messages are put in waiting. The end of the fiber no longer works.¿ the procedure was completed with the use of a second fiber. No injury to the patient was reported. Gland volume: 60 ml.